Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was attempted to be used to treat a moderately tortuous, mildly calcified lesion in the mid lad. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. The lesion was pre-dilated with a semi compliant and a non compliant balloon. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. It is reported that the resolute onyx device failed to cross the lesion and afterwards a dissection was noted and the lesion was left untreated. No further patient injury is reported.